Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that while disassembling the instrument that several ball bearings fell into the surgical site and required extraction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned device confirmed that one of the two foot assemblies remains assembled to the guide but several of its components (knob, plunger, spring, ball bearings) are missing. Dimensional evaluation of the foot housing from this disassembled foot assembly found that its outer and inner diameter are conforming to print specifications device history record was reviewed and no discrepancies were found. The device had a potential field age of 22 months and had been used in an unknown number of surgeries and subjected to an unknown number of cleaning/sterilization cycles when it failed.without the opportunity to examine all the components of the complaint product, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.